Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. This device was not evaluated by a philips employee. The customer resolved the reported issue and conducted troubleshooting with technical support over the phone. During troubleshooting, technical support found that the customer still had a communication cable connected to the ventilator. Reportedly, the customer removed the communication cable and the issue was resolved.

Event description:
It was reported that a v60 ventilator generated the backup alarm and experienced a blank screen during startup. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.